Event description:
A baxter engineer reported "a pin-sized hole in the cassette sheeting/film" during the evaluation of a returned sample. No further information is available. There was patient involvement; however, there was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The root cause was undetermined. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. A visual inspection revealed no obvious defects with the disposable set. A functional test duplicated the problem. Leak testing determined the cause of the problem to be due to a pin-sized hole on the cassette sheeting/film of the disposable set.

Manufacturer narrative:
(B)(4). This product code is unknown; therefore, the 510k number can not be determined. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.